Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 3 month follow up examination, transesophageal echocardiogram (tee) revealed the closure device had shifted proximally but had no leaks. The patient will have tee imaging in a few months to recheck the device.